Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the surgeon attempted to get the locking ring to engage several times without success. A new cup was implanted.